Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.

Event description:
As reported, an open surgical approach procedure was performed on a 2 week old infant patient. The physician decided, last minute, to attempt to use a 20mm sapien 3 ultra valve as a ''last ditch effort''. The valve was partially crimped on a dilator, not on a delivery system balloon. When the valve was in place across the mitral valve a 12mm balloon was used to partially deploy the valve in the mitral annulus and then sutured in place. The valve was relatively under-deployed due to the very small body size of the infant patient. No pvl was noted but severe central leak was observed due to leaflet redundancy and over-coaptation of the leaflets due to the under-deployment of the valve. The outcome of the patient has been requested along with medical records from the hospital.

Manufacturer narrative:
Updated b.5 and b.7 based on medical records received. Investigation is ongoing.

Event description:
Medical records were received for review. Per the operative report, the infant was born at 39 weeks, 4 days, via planned c-section. Shortly after birth, the patient became cyanotic with respiratory distress with profound hypoxemia. Echo showed critical aortic stenosis with severe lv dilation. The patient was transferred to another hospital for emergency valvotomy. Post valvotomy echo demonstrated severe aortic insufficiency and severe mitral regurgitation. The patient later underwent ross/konno procedure. After the ross-konno procedure, the surgeons realized that the ''mitral orifice appeared unguarded and the regurgitation was as wide as the annulus.'' The surgeons decided that ''proceeding with valve replacement of the mitral valve was likely the only way to bail out the patient from the situation.'' The mitral annulus was ''measured at 12mm with a dilator. The valve was crimped down to 6mm and placed over a balloon catheter.'' The valve was positioned, dilated to 12mm, then sutured in place. However, there was severe residual mitral regurgitation. The decision was made to convert to peripheral ECMO for lv recovery. The chest was left open. There was mediastinal hemorrhage. The patient was discharged to the ICU intubated and critically ill. Their post-op course was complicated by poor lung compliance, lung infection, arf, and seizures. The patient experienced several complications and the family decided to move to comfort care. The patient expired on pod 11. The open surgery that was performed using the 20mm sapien 3 ultra valve was a ''salvage operation.'' Although an official cause of death was not provided, there were no allegations the death was related to the edward's device. The 20mm sapien valve was chosen and only dilated to 12mm as part of the ''salvage operation.'' Subsequently, the patient experienced multiple complications after the surgery. Unfortunately, the patient was born with significant congenital heart malformations. It is more than likely that the patient passed from their comorbidities.

Manufacturer narrative:
Updated h.6 investigation codes. The valve was not returned for evaluation. During manufacturing of the sapien 3 ultra transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. It is noted that the sapien 3 ultra was implanted in a native mitral position through open surgical procedure using the commander delivery system. The sapien 3 ultra(s3u) with the commander delivery system (ds) was indicated for transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring. Implanting s3u in native mitral position using open surgical procedure is considered off-label operation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The valve central regurgitation and improper leaflet coaptation were confirmed based on medical report. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. An existing technical summary has been documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and how to deploy valve. As reported, ''an open surgical approach procedure was performed on an infant patient. The physician reached out last minute and the decision was made to attempt to use a 20mm sapien 3 ultra valve as a ''last ditch effort''. The valve was partially crimped on a dilator, not on a balloon. When the valve was in place across the mitral valve a 12mm balloon was used to partially deploy the valve in the mitral annulus, and then sutured in place. The valve was relatively under-deployed due to the very small body size of the infant patient. No pvl was noted, but severe central leak was observed due to leaflet redundancy and over-coaptation of the leaflets due to the under-deployment of the valve''. Thv under-expansion is identified as one of the potential root causes for central regurgitation per technical summary. In this case, the open surgery that was performed using a 20mm sapien 3 ultra (s3u) valve was a ''salvage operation'', and is considered off-label. The 20mm s3uvalve was only dilated to 12mm which left the implanted valve under-expanded. An under-expanded valve may prevent the valve leaflets from fully opening or closing, and thus lead to central regurgitation as reported in this case. As such, available information suggests that procedural factors (thv under expansion, off-label operation) may have contributed to the reported event.